Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition was confirmed. The investigation found a failure on coil 6. The mat was plugged into the console and a replace mat error was displayed on the screen. The rivets on the cable/coil interface were pressed and the mat was tested again. All coils passed. The failure mode was the resistance of the coils as measured from the mat connector. This was greater than the limit of three (3) ohms. Trouble shooting isolated the problem to the electrical interface between the foil laminate of the coils and the connector printed wiring board (pwb). The mat was opened up and no evidence of fluid ingress was noted. Investigation identified the root cause of the reported event to be a poor electrical connection made between the rivet and star washer connection to the aluminum foil laminate sheet. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device was not recognizing radio frequency items. There was no patient involvement.